Event description:
Pacemaker inserted in female pt, atrial cable used for ventricular pacing in ventricular slot on pace generator. Several hrs later pt coded. During the code, standard code procedures were put into place. The cardiologist was called by phone, and was giving instructions over the phone to change the pacemaker settings. During the process of trying to get the pacer to pace the pt, it was discovered, that the cable was placed into the atrial pacing slot at the top of the pace generator and not into the ventricular slot for which the pace generator was set.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.